Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent shaft broke. In 2004 the taxus express2 3.0 x 12 mm drug eluting stent was unable to pass stent through another stent near the targeted lesion. The shaft of the stent catheter broke when it was torqued. There were no pt complications.